Event description:
It was reported while using an unspecified bd insulin syringe that when putting the needle back into the safety cap the needle pierced through the shield and pricked finger. The following information was provided by the initial reporter: I am a client of who was supplied with your bd insulin syringe 0.5 ml for my bearded dragon. Upon putting the used needle back into the safety cap the needle pierced through the safety cap and it pricked my finger. I immediately called my veterinarian, washed and used hydrogen peroxide to treat the wound.

Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported while using an unspecified bd insulin syringe that when putting the needle back into the safety cap the needle pierced through the shield and pricked finger. The following information was provided by the initial reporter: I am a client who was supplied with your bd insulin syringe 0.5 ml for my bearded dragon. Upon putting the used needle back into the safety cap the needle pierced through the safety cap and it pricked my finger. I immediately called my veterinarian, washed and used hydrogen peroxide to treat the wound.